Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post-paced t-wave oversensing was noted. Reprogramming recommendations were given but the physician decided to not take any action. The patient was stable and will continue to be monitored.